Event description:
It was reported that the system 9600's rear brake was sticking causing difficulty in transport. It was further reported that the time for an image to stabilize and to transfer of an image to dicom was excessive. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the rear brake had insufficient lubrication. The brakes were lubricated. Problems with the stabilization and transfer of images were found to be unsubstantiated. The time was typical of the system. The system was further tested and found to be working as intended and placed back into service.